Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient underwent nail revision procedure approximately three (3) months post implantation due to the nail fracturing. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: hip fracture nail lag screw, catalog#: 814510115, lot#: ni; cortical bone screw, catalog#: 814550038, lot#: ni; cortical bone screw, catalog#: 814550038, lot#: ni. Complaint sample was evaluated and the reported event was confirmed. Products were visually examined. The proximal portion of the nail has fractured. There are significant scratches along the proximal portion as well which may have been caused when removing the nail. There are abrasions on the lag screw in the area where the nail fractured and a portion of one of the threads on the set screw is also missing. Both cortical screws also exhibit damage to the threads. All of the damage to the products, with the exception of the scratches on the nail, is suspected to have occurred when the nail fractured. The product was analyzed using sem. The sem results identified: the affixus nail fractured by bending fatigue, initiating at the lag screw bore on the lateral side of the device. Two regions of fatigue were identified on either side of the bore - a smoother primary zone and a rougher secondary zone. The primary initiation site appeared to be at the intersection of the lag screw bore chamfer and the outer diameter of the nail. However, the fracture surfaces were damaged post-fracture, which partially obscured the initation site(s). No abonormalities in the nail material were observed. A small patch of organic material had transferred to the outer diameter of the nail at the approximate location of the primary initiation site. This might possibly indicate contact with bone or tissue at this location. However, any such contact might have occurred post-fracture. X-rays were provided and reviewed. The x-ray review identified "subtrochanteric fracture affixed by intramedullary nail, proximal locking gamma nail, and distal interlocking screws. It is believed that the previously healed injury has been refractured. Differential consideration for the finding includes a nonunion or inclomplete union (i.e. Fracture never completely healed with complete osseous bridging)." Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.